Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. A correction bolus was delivered to address bg. A system check was performed and it was reported that customer did not fill cannula during the fill tubing process. Reportedly, customer continued to use the existing pump supplies and continued to use the pump for insulin therapy.